Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "poor vision" and a clinical reason of "poor centration". This required the removal of the iol in a secondary surgery. Additional information has been requested.